Event description:
Wheelchair caster metal 90 degrees sharp edges caused cut on leg of (B)(6) year person. Sunday (B)(6) 2021. Staff needed assistance transferring the president from the bed to the wheelchair. I assisted them, with the transfer. We assisted the resident and sit at the edge of the bed. The wheelchair was position on the left side of the resident. I assisted on the left side, we transfer the resident to the wheelchair. The resident said I got cut. I don't recall the exact words. I asked where, I see the blood on the right leg. I got paper towels to hold it, and applied pressure. The other staff member went to get the med supervisor. The med supv attended the cut. Stitches to leg.